Manufacturer narrative:
Device analysis: visual analysis of the returned device identified brown particles material was found on the shell, fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "arthritis in both hands"; this event is not device related. Device remains implanted.